Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Hypotension and neurological deficit/dysfunction are also listed as potential adverse effects in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that two hours after a left internal carotid stenting procedure with a rx acculink, the patient experienced transient slurred speech with hypotension. The patient was treated with a neosynephrine infusion and lovenox. The slurred speech resolved within twenty four hours and the hypotension resolved within forty eight hours. The patient was discharged home three days after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.